Event description:
The customer reported to baxter (B)(4) a clearlink secondary medication set that was involved in a no flow. This incident occurred in the orthopedics acute unit. According to the report, the nurse hung a dose of ivpb vancomycin. She began the infusion and watched the vancomycin dripping in the drip chamber for a couple of seconds just to be sure it was infusing. The next time she checked on the vancomycin bag was a few hours later and she discovered that the bag had only partially infused. The nurse attempted to restart the infusion, but as the pump was running, no drips were appearing in the drip chamber. The charge nurse was alerted and the secondary tubing was changed out. After replacing the secondary tubing, the infusion was restarted and it began dipping like normal. The facility believes the secondary tubing was defective. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination was performed on the sample and found no abnormalities. The sample was also submitted to functional and performance testing and all results were satisfactory. A batch review could not be performed as the lot number was not provided by the customer. After reviewing the results of all the tests, it was found that the set worked according to the procedure and the condition of no flow / restricted flow was not detected in the sample. The reported condition was not confirmed and the root cause of this condition was not identified.